Manufacturer narrative:
Additional manufacture narrative - the device was not returned to manufacturer for evaluation. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic valve that was explanted due to recurring aortic stenosis because the 19mm is too small for the patient after an implant duration of seven (7) years and eight (8) months. According to the surgeon the valve looked "pristine with normal functioning leaflets." The explanted valve was replaced with a competitors device, the patient also received a native mital valve replacement due to progressive rheumatic disease and repair of the tricuspid valve with and edwards ring. The device was reported as discarded. There were no reported complications.